Event description:
The customer reported that while running an hiv 1/2 peptide assay on device a low amount of sample and/or reagent was delivered to the plate and no error message was generated. The instrument was taken out of service and inspected by a field service engineer. The engineer could not reproduce the problem but performed an alignment check and replaced the ldd springs. No death or serious injury was associated with this incident.